Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2013 patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. Abbvie tube has been used in patient since (B)(6) 2015. The patient was diagnosed with a stoma site infection on (B)(6) 2017 and was treated with cipro 500 mg 2x1 and augmentin 1 gr 2x1.